Event description:
The customer reported that the gantry of the advantx lca / lp system moved unexpectedly. This is the third reported occurrence involving this system. For this occurrence, the frontal plane image intensifier moved out when the acquisition footswitch was pressed. A clicking noise could be heard, as when the positioner is commanded to move. When the auto positioner was used, the problem cleared. The system continued to be used for the remainder of the day on (B) (6) 2009. Since this time, the smart box and positioner system interface board have been replaced. The table side system control (tssc) was replaced on (B) (6) 2009. The system is currently not in use. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.